Event description:
The customer reported that an 840 ventilator stopped cycling. No patient involvement.

Manufacturer narrative:
The device will be converted to a demo unit and will not be repaired. The device will be used as test equipment only. The customer received a replacement unit.